Manufacturer narrative:
Pr # (B)(4). A f/u report will be submitted once the investigation is complete.

Event description:
It was reported to philips healthcare that the heartstart xl would not recognize the pt cable/hands free cable. There was no pt involvement.